Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A higher readings issue was reported with use of the adc freestyle libre sensor. A customer reported experiencing hypoglycemia symptoms and subsequently had a seizure during his sleep on (B)(6) 2019. Readings of 12.2 mmol/l, 9.8 mmol/l and 15.8 mmol/l were obtained on the sensor compared to competitor meter readings of 7.5 mmol/l, 6.0 mmol/l and 7.8 mmol/l. The customer was unable to self-treat and his wife gave him "glucose gum" as treatment and no further treatment was required.there was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Since no product has been returned, extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The reported complaint does not pertain to the freestyle libre reader. Therefore, no further investigation into the reader will be required. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and showed the libre sensor and sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A higher readings issue was reported with use of the adc freestyle libre sensor. A customer reported experiencing hypoglycemia symptoms and subsequently had a seizure during his sleep on (B)(6) 2019. Readings of 12.2 mmol/l, 9.8 mmol/l and 15.8 mmol/l were obtained on the sensor compared to competitor meter readings of 7.5 mmol/l, 6.0 mmol/l and 7.8 mmol/l. The customer was unable to self-treat and his wife gave him "glucose gum" as treatment and no further treatment was required. There was no report of death or permanent impairment associated with this event.